Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer cleared the alarm and resumed insulin therapy. Customer's blood glucose was 234-235 mg/dl. Customer declined tandem technical support's offer to perform a pump system check.